Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. It was also reported that the cannula was visible but did not insert into the site. It is unknown how the patient treated the issue.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. A rotational sensor abnormality was observed. First prime ended prematurely, lasting 22 pulses. After 32 total pulses across both priming sequences, the ratchet gear did not advance enough for the needle mechanism to deploy, and the pod was subsequently deactivated. Rotational sensor abnormalities were replicated in a rerun. Contamination was observed on the commutator cap, which is confirmed as the cause of the reported needle mechanism failure and unsure properly inserted cannula.